Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation right ventricular pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that upon replacing a competitor device with this cardiac resynchronization therapy defibrillator (crt-d) high out of range pacing impedances as well as loss of capture on the atrial and ventricular channel were noted after the implant procedure during a post operative check. A possible connection issue was suspected. All leads were reconnected to the device which revealed pacing impedances of <200 ohms on the right ventricular channel. The physician elected to replace the competitor right ventricular (rv) lead pace/sense. Upon replacing this lead all measurements were within range. No adverse patient effects were reported. Subsequently the device was explanted and returned.